Manufacturer narrative:
Evaluation summary: the complaint history and product history record could not be reviewed because the reporting facility did not provide an accurate lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, a white substance was found in the optic after the iol loading. The iol was removed from the patient's eye and replaced with another iol. Additional information has been requested.